Event description:
On (B)(6) 2021, the patient underwent an endovascular repair of a thoracoabdominal aneurysm type iii which was treated with a branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical) and three gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device). The viabahn® vbx devices were implanted in the left and right renal artery and the superior mesenteric artery. On (B)(6) 2021, a computed tomography angiography was done and reportedly it revealed stenosis of the superior mesenteric artery branch. On (B)(6) 2021, an endovascular reintervention was performed and the outcome was reported as resolved.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4). Two devices were involved in this incident. Therefore, two reports are submitted.

Manufacturer narrative:
Medwatch #2017233-2022-03087 was sent in error. Additional information regarding event was received, that indicates a new event date. Based on this updated information a new event has been created with gore's reference number (B)(4) and medwatch report number: 2017233-2022-03375. Therefore this report is duplicate and is being retracted.

Event description:
On (B)(6) 2021, the patient underwent an endovascular repair of a thoracoabdominal aneurysm type iii which was treated with a branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical) and three gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device). The viabahn® vbx devices were implanted in the left and right renal artery and the superior mesenteric artery. According to reports, on (B)(6) 2021 during a follow-up visit a cta was performed and stenotic narrowing of the superior mesenteric artery's lumen between 25% and 50% was discovered. On (B)(6) 2021, a computed tomography angiography was done and reportedly it revealed stenosis of the superior mesenteric artery branch. On (B)(6) 2021, an endovascular reintervention was performed and the outcome was reported as resolved. Additional information was received by gore on september 05 2022, which indicated an new event date ((B)(6) 2021). Therefore, a new event has been created and was reported on (mpdcase-(B)(4)/ mewdwatch # 2017233-2022-03375).